Event description:
Open raw red areas all under border and mass. Oozing clear to pus fluid. Open areas smaller than a pencil eraser. EU states it comes and goes; has been there for approx. A year. Supplier is (B)(4). Changes wafer every two to three days when skin is cleared up; changes every day when it is red irritated. Sh power; antifungal power; allkare protective barrier wipe.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.